Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-50 (master cpu received a trap interrupt) alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The broken door was identified during visual inspection. The open door alarm was identified during power on self-test and review of the alarm log. The cause of the broken door could not be determined. To correct the condition, the pump head door assay was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.